Manufacturer narrative:
Device evaluation: one device received for investigation. Visual inspection found no anomalies. Functional testing showed a majority of the air remained in balloon. When applying pressure to the balloon, a tiny flickering under the cuff at the notched holes was observed. Following the instructions under set up and instructions for use (IFU), the cuff inflated. The device was allowed to rest for four hours. The investigation did not identify a manufacturing defect. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history report (DHR). The reported problem could not be confirmed. No corrective actions are planned at this time.

Event description:
It was reported that the trach would not inflate. The customer confirmed this by pushing air through to the point and thought it might pop. Massaged cuff and it did not help. No patient injury was reported.

Manufacturer narrative:
Date of event: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.